Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain made it harder to exercise"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)") and fibromyalgia ("auto immune disorder-fibromyalgia,") in a 42-year-old female patient who had essure (batch no. 623644) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes in 2007, pregnancy and shoulder dislocation. Concurrent conditions included menstruation irregular, yeast infection, postmenopausal atrophic vaginitis, obesity, type 2 diabetes mellitus and hypothyroidism. Concomitant products included diltiazem from 2015 to 2017, gabapentin from (B)(6) 2015 to (B)(6) 2016, levothyroxine sodium (synthroid), methocarbamol, ondansetron (zofran), oxycodone since 2003 and tizanidine hydrochloride (zanaflex). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 5 months 14 days after insertion of essure, the patient experienced fibromyalgia (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced weight increased ("weight gain"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced arthralgia ("joint pain"), migraine ("migraine headaches"), confusional state ("confusion") and amnesia ("short term memory loss"). The patient was treated with baclofen, ibuprofen (motrin), surgery (total hysterectomy, bilateral salpingectomy, and cystoscopy.) And surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, fibromyalgia, arthralgia, alopecia, migraine, fatigue, weight increased, confusional state and amnesia had resolved. The reporter considered alopecia, amnesia, arthralgia, confusional state, dyspareunia, fatigue, fibromyalgia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: beginning sometime in 2009, patient sought medical treatment regarding the aforementioned symptoms. Prior to (B)(6) 2015, each time she sought medical treatment. Pain made it harder to exercise. Patient has been left with abdominal deformity and severe large scarring. All her symptoms have resolved and that she feels much better. Current weight 155.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: fallopian tubes were bilaterally occluded doctor observed four trailing coils within the right uterine cavity and two trailing coils were observed within the left uterine cavity. On (B)(6) 2016 patient had surgical pathology report resulted in cervix, uterus with bilateral fallopian tubes, laparoscopic abdominal hysterectomy with bilateral salpingectomy: benign cervix with patchy chronic inflammation, inactive/atrophic appearing endometrium, adenomyosis, bilateral foreign bodies consistent with essure coils are present, benign fallopian tubes, negative for dysplasia or malignancy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, fibromyalgia, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain made it harder to exercise"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)") and fibromyalgia ("auto immune disorder-fibromyalgia,") in a 42-year-old female patient who had essure (batch no. 623644) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gestational diabetes in 2007 and pregnancy. Concurrent conditions included menstruation irregular, yeast infection and postmenopausal atrophic vaginitis. Concomitant products included diltiazem from 2015 to 2017, gabapentin from (B)(6) 2015 to (B)(6) 2016, methocarbamol, oxycodone since 2003 and tizanidine hydrochloride (zanaflex). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 5 months 14 days after insertion of essure, the patient experienced fibromyalgia (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced weight increased ("weight gain"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced arthralgia ("joint pain"), migraine ("migraine headaches"), confusional state ("confusion") and amnesia ("short term memory loss"). The patient was treated with baclofen, ibuprofen (motrin) and surgery (total hysterectomy, bilateral salpingectomy, and cystoscopy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, fibromyalgia, arthralgia, alopecia, migraine, fatigue, weight increased, confusional state and amnesia had resolved. The reporter considered alopecia, amnesia, arthralgia, confusional state, dyspareunia, fatigue, fibromyalgia, migraine, pelvic pain and weight increased to be related to essure. The reporter commented: beginning sometime in 2009, patient sought medical treatment regarding the aforementioned symptoms. Prior to (B)(6) 2015, each time she sought medical treatment. Pain made it harder to exercise. Patient has been left with abdominal deformity and severe large scarring. All her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: fallopian tubes were bilaterally occluded . Doctor observed four trailing coils within the right uterine cavity and two trailing coils were observed within the left uterine cavity on (B)(6) 2016 patient had surgical pathology report resulted in cervix, uterus with bilateral fallopian tubes, laparoscopic abdominal hysterectomy with bilateral salpingectomy: benign cervix with patchy chronic inflammation, inactive/atrophic appearing endometrium, adenomyosis, bilateral foreign bodies consistent with essure coils are present, benign fallopian tubes, negative for dysplasia or malignancy concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dyspareunia, fibromyalgia, pelvic pain. Most recent follow-up information incorporated above includes: on 3-mar-2018: pfs+mr received, reporter added, patient concomitant and historical condition added, events added as follows:- fatigue, pelvic pain, weight increased, confusion state, amnesia, event auto immune disorder updated to fibromyalgia. Essure lot number provided. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ("painful intercourse") and autoimmune disorder ("auto immune disorder") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), arthralgia ("joint pain"), alopecia ("hair loss") and migraine ("migraine headaches"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the dyspareunia, autoimmune disorder, arthralgia, alopecia and migraine had resolved. The reporter considered alopecia, arthralgia, autoimmune disorder, dyspareunia and migraine to be related to essure. The reporter commented: beginning sometime in 2009, patient sought medical treatment regarding the aforementioned symptoms. Prior to (B)(6) 2015, each time she sought medical treatment. Patient has been left with abdominal deformity and severe large scarring. All her symptoms have resolved and that she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: fallopian tubes were bilaterally occluded doctor observed four trailing coils within the right uterine cavity and two trailing coils were observed within the left uterine cavity. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.